Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported communication could no longer be established with the patient's scs ipg following an scs lead procedure (reference MFR. Report: pending). Troubleshooting was attempted to no avail. As a result, the scs ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to loose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR. Report:1627487-2016-03294 for lead procedure mentioned in the initial MDR submitted on 06/21/2016.

Manufacturer narrative:
Corrected data: (B)(4). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.